Event description:
It was reported that the patient presented for a scheduled procedure. It was noted that the device exhibited extra cardiac stimulation. During the procedure, the right atrial lead was unable to be removed from the header. 2 hex wrenches and 3 l shaped wrenches were used, and the set screw was stripped out. The physician attempted to break away the header but ended up breaking the pin of the head off. The lead was capped but not replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of header broken away was confirmed. The device was received in normal working conditions with header broken off. The device header was partially broken off into pieces during the replacement procedure, which is consistent with explant damage.